Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's batteries fail to meet runtime. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, installed new batteries and completed a full pm. All tests passed to factory specifications. The unit was then returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).